Event description:
It was reported that the ptca/stent procedure was performed in a tortuous, ridged and calcified ostial graph. After pre-dilatation was performed, the stent delivery system (sds) was positioned and inflated to 8 atm, then 15 atm and then 17 atm, reportedly never losing pressure. Blood was then observed in the inflation device. Upon removal of the sds, the markers would not move and the system was removed as a single unit. After the sds was removed, a balloon rupture was noted. Reportedly, there was a possibility that a piece of the balloon was missing. The stent was successfully deployed. No pt injury was reported.